Event description:
Reporter alleged blood glucose measured 142 mg/dl, so customer dosed 40 units of normal amount of insulin based on the result. It was stated customer felt low, however, glucose measured 212 mg/dl and became incoherent prior to the customers' relative calling paramedics. Reporter stated, paramedics arrived and their device measured 45 mg/dl, so treated customer with glucose paste and some orange juice until glucose level elevated to 72 mg/dl. Reporter indicated the test strips being used during the time of the alleged incident were expired. A request was made for the return of the suspect device and replacement product was sent.